Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the front panel turned yellow and worn out, video connect was loose and rusty, and no image on 180 scopes due to damaged patient circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the video system center. Video scope connector input was not fully functional when using maj-1430. There was no patient harm associated with the event.

Event description:
Additional information was supplied by the customer. The customer reported that the images would not appear on screen during the initial room setup for a therapeutic endoscopic submucosal dissection (esd) procedure. A 20- to 30-minute procedural delay was reported due to the setup of a new similar device. The intended procedure was completed successfully. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the no-image and video scope connector input not being fully functional was confirmed. The lack of image on 180-series scopes was due to a damaged patient board. Also, the video connector socket was loose and rusty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause could not be determined; however, based on the results of the investigation, it is likely the following led to the malfunction: a faulty patient board set or a faulty video connector socket. Olympus will continue to monitor the field performance of this device.